Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's reservoir had air bubbles. The customer¿s blood glucose level was 171 mg/dl. The customer reported that they had air bubbles in reservoir and size of the air bubbles were big. The customer was advised to change the set. The insulin pump will be returned for analysis.